Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that when the physician removed the protective cover (during preparation, no resistance), the stent remained attached to the cover. This happened 3 times with 3 different devices. The devices have been discarded. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Factors that can affect stent dislodgement outside the body include positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. To ensure this is not a manufacturing issue, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is subjected to a stent movement test to verify stent security. A conclusive cause for the reported complaint cannot be determined.